Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in 233 cassettes from an 8 hour protocol. The leica north america technical assistance center representative was advised that: "bottle #5 was changed. Customer states topped up but that reagent was hatched out. Bottle #5 was placed on unit as 100 percent". The complainant also reported that: "... Her xylenes were cloudy"; and described the affected tissue samples as "rubbery. Telephone support was provided by a leica field support specialist (fss) in association with this complaint. The complainant confirmed to the fss that a user had incorrectly selected the bottle change option from the options displayed on the instrument monitor for bottle 5 (ethanol) when the contents had been topped off only. The fss recommended replacement of all reagents; but the laboratory elected not to replace the reagents in any of bottles 1-4 inclusive. The instrument returned to routine use following replacement of reagents. On 04/21/2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use erro, which occurred prior to commencement of the "factory 8hr xylene standard 40 min" protocol started in retor b at 15:00pm on (B)(6) 2015. Specifically, the user incorrectly selected the <change> option rather than the <topped off> option when the <inserted bottle configuration> dialog box was displayed on the instrument monitor. The <changed> option should only be selected when the entire contents of the reagent bottle have been replaced with fresh reagent. However, in this instance the <changed> option was selected when a user added reagent to bottle 5 (ethanol) to increase the reagent level in the bottle. This user action is not in accordance with the manufacturer instructions detailed in section 5.4.4 of the peloris/peloris 11 user manual.